Event description:
Same case as MFR#: 2134265-2009-05207 and 2134265-2009-05204. It was reported that post a coronary drug-eluting stenting treatment procedure, reocclusion occurred. At an unspecified date, the patient had two 2.5x8mm taxus express2 stents implanted: one in the distal left anterior descending (lad) artery and one in the mid lad. At a later date, it was noted that the proximal end of the taxus stent in the mid lad was occluded. A 2.75x20mm taxus liberte was advanced to treat the occlusion but it was unable to cross. The taxus liberte stent peeled off of the balloon and was removed with a snail catheter. No additional pt complications were reported. Add'l information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.